Event description:
It was reported that during the implant procedure for this right atrial (ra) lead the patient experienced a cardiac arrest and this lead was damaged during cardiopulmonary resuscitation. This lead was removed prior to pocket closure and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Noted cuts and deformed coils approximately 250 mm from the terminal end. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure for this right atrial (ra) lead the patient experienced a cardiac arrest and this lead was damaged during cardiopulmonary resuscitation. This lead was removed prior to pocket closure and successfully replaced. No additional adverse patient effects were reported.